Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the threads on the battery cap were stripped. It was reported that the cap was able to be secured to the pump and the yellow o-ring was not visible. It was also reported that the cap has not been changed in 13 months. It is stated in the user¿s manual that the cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.